Manufacturer narrative:
No complaint was received with the return of the lead. As received, a complete lead was returned in one piece. Failure event was observed during analysis. Final analysis found an external insulation abrasion consistent with friction to the device can. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.